Manufacturer narrative:
Batch review performed on 08 april 2022: lot 2013153: 53 items manufactured and released on 23-april-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery at 6 months from primary due to tibial tray fixed cemented loosening. Tibial tray and liner swapped successfully.